Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure to replace the patient's device due to normal battery depletion, the pace/sense portion of this right ventricular (rv) lead was determined to be fractured. The pace/sense portion of the lead was surgically abandoned and a new pace/sense rv lead implanted. No adverse patient effects were reported. This lead remains in service.